Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had a motor position encoder error alarm. Customer was able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test. No excessive no delivery alarm, no displayable history crc check failed on startup alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).